Event description:
It was reported that the patient experienced multiple failed insertions after switching from contact detach to teflon infusion insets, with the infusion set deployed incorrectly or the connector not attached correctly, and replacement supplies were shipped along with training resources. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a usage problem consistent with improper or incorrect procedure or method, with no device problem found, involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, characterized as an unintended use error that caused or contributed to the event.